Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The actual device involved in the reported incident was not returned for investigation. Without the sample a thorough investigation could not be performed. A review of the batch and manufacturing record was not possible because no batch no. Was reported by the facility. H3 other text : device not returned to manufacturer

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: catheter-lymphangitis